Manufacturer narrative:
Evaluation summary: the instrument was returned with the jaws over twisted. The instrument cycled and ejected the clips due to the jaws condition. However, no anomalies were noted with the actuation of the trigger. No slow feeding issues were noted. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported by the affiliate during an unk procedure that the device was very stiff to operate, slow to release clip. Opened a new box to complete the case. There was no adverse patient consequence.